Manufacturer narrative:
Submit date: 04/10/2013. An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that when pulling on the wires with their hands, one of the two wires of the connector separated at a location very close to the end of the connector.